Event description:
It was reported that during a surgical procedure, the tip sleeve melted. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
H6; the reported product involved with this event was returned for evaluation and the reported failure of a melted sleeve was confirmed. The most likely cause was insufficient irrigation associated with the tubing setup or priming of the irrigation before use. All sonopet 1.0 tips generate heat during normal operation. To that end, adequate irrigation must be used with part numbers to prevent unintended thermal damage to the patient and the device. The instruction for use(IFU) 5450-820-700 rev.h, of the handpiece for use with this tip & sleeve contains the following warning; "¿ applied part may generate heat. Use care to avoid tissue damage due to unintended contact. Always provide adequate irrigation to the tip."

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not available for return.

Event description:
It was reported that during a surgical procedure, the tip sleeve melted. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.